Manufacturer narrative:
During troubleshooting with dario's representative, it was determined that the user was using a new cartridge of strips. Following the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user in order to test with a new strips cartridge and control solution, however the user informed dario's representative that he was unable to perform the control solution test at that time. At a later date, another attempt was made in order to follow up with the user, however there was no response. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On december 4th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving the following inconsistent fasting bg readings from his dario meter when compared to his non-dario meter: dario non-dario 160 121 111 150 100 123 149 114 134 122 93 128 153 134 183 155 133 111 321 143 96 117.